Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had out of range impedance measure from day of implant. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.